Event description:
The system 5 dual trigger rotary was sent for service and during failure analysis it was noted that the leafkey housing is chipped. There was no pt involvement and no adverse consequences associated with the device.